Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed a message during the load sequence stating the "cartridge was used" and to "please use a new cartridge". The customer's blood glucose level was between 70-240 (mg/dl). Reportedly, the customer removed the insulin from the cartridge, re-inserted the insulin and was able to resume pump therapy.